Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'valve-leak'.

Event description:
Healthcare professional reported right side 'valve-leak'. Device has been explanted.

Event description:
Healthcare professional reported right side 'valve-leak'. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/or damage: observed a delamination total of the valve (adhesive failure) additional observations: no other observations observed on the device. No further actions are required as the device was implanted.